Event description:
On (B)(6) 2010, it was reported to boston scientific corporation that a prolieve thermodilatation system kit was opened and inspected prior to a benign prostatic hyperplasia (bph) procedure. It was discovered that the sterile water bag within the kit was leaking. The leaking bag was not used. The procedure was completed with a second of the same device. There were no complications and the patient's condition was reported as fine.